Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(4). Part 314.743 lot 15803-01, supplier lot 18211-04: release to warehouse date: may 09, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intramedullary (im) of the knee procedure was performed on (B)(6) 2016 and during bone grafting of the femur the reamer head separated from the drive shaft. The surgeon realized this malfunction after completion of the reaming process, when he pulled the drive assembly out. It was noticed through additional x-rays that, the head was separated and was retrieved from patient within thirty (30) seconds. In addition, the tip of the drive shaft broke inside of the head. Procedure was completed successfully with five (5) minutes surgical delay, all broken fragments were retrieved and patient status was reported as non-eventful. Concomitant devices: reamer, irrigator, aspirator (ria) tube (part 314.746s, lot unknown, quantity 1); locking clip (part unknown, lot unknown, quantity 1); drive shaft seal (part 351.718s, lot unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (drive shaft-minimum 520mm length-for use with ria, part number 314.743, lot number 15803-01). The subject device was returned with the complaint condition stating that the distal tip of a drive shaft for ria (314.743) broken during the reaming process for a knee procedure. Upon completion of the reaming process it was discovered that the reamer head had separated from the drive shaft and that the distal tip of the drive shaft had broken. All fragments were able to be removed from the patient. The procedure was able to be completed successfully after a five minute surgical delay. The returned drive shaft was examined and the complaint condition was able to be confirmed as the distal tip of the drive shaft was found to be broken and missing a segment (approximately 13mm long and 5mm in diameter). The reamer head (352.255s) was not returned; as such no investigation including drawing review, occurrence rate calculation or risk assessment review will be completed. The investigation will be updated if the device is returned for investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drive shaft for ria is a component of the reamer/irrigator/aspirator (ria) system which is utilized for intramedullary reaming and bone harvesting. The reported failure mode is typically associated with the application of an overload of forces to the distal end of the drive shaft, resulting in stresses beyond the failure limit. The root cause could not be definitively determined as method of use at the time of instrument failure is unknown. Per the technique guide, a cannulated drive unit which delivers 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling are unknown. Information on care and maintenance, including inspection, is provided per the processing synthes reusable medical devices, instruments, instrument trays, and cases. Relevant drawings for the returned device were reviewed. Relevant dimensions on the distal end of the device were checked near the break and were compared to the prints at the time of manufacture and the returned instrument was found to be within specification. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.